Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the sigmoid colon approximately 5-6 cm long. Reportedly, the patient anatomy was tortuous. During the procedure, the physician attempted to deploy the stent. The stent was partially deployed when the exterior tube handle detached from the delivery system. The stent was unable to be reconstrained and was removed from the patient partially deployed. Another wallflex enteral colonic stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.